Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic for a follow up visit, high, out of range, high voltage lead impedance, no capture, no sensing and lead fracture issue was observed on the rv lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.